Manufacturer narrative:
Results of investigation: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation of the reported ischemic necrosis of the femoral head involving 8 patients cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional relevant patient information be provided this complaint would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4). Cordero-ampuero, j., peix, c., marcos, s., & gg, e. C. (2021). Influence of surgical quality (according to postoperative radiography) on mortality, complications and recovery of walking ability in 1425 hip fracture patients. Injury. Doi: 10.1016/j.injury.2021.02.037.

Event description:
On the literature article named "influence of surgical quality (according to postoperative radiography) on mortality, complications and recovery of walking ability in 1425 hip fracture patients", it was reported that, during the use of a cannulated screw to treat an intracapsular hip fracture, 8 patients developed an ischemic necrosis of the femoral head. It is unknown whether or how the adverse event was treated. Patient outcome is unknown.